Event description:
It was reported on (B)(6) 2013 during a veterinarian tibial tuberosity procedure the sagittal saw attachment stopped oscillating. Reportedly the procedure was delayed approximately two minutes while a competitor's device was prepared. The surgeon completed the procedure using a competitor's device with no further problem. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records reports the following: the serial number 1716 belongs to the part 50149623, which is the housing of the article 532.021. The manufacturing documents of this housing were reviewed and no complaint related issues were found. This DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre.

Manufacturer narrative:
This device used for treatment and not diagnosis.device was used in a veterinary case, patient information will not be provided.the service history review was completed: the item was previously returned for service on 2-mar-2012 due to will not run. The customer called in a service request for this item on 22-feb-2013 for does not function. There are possible relevant issues identified in the service history review, but no conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the device stopped oscillating was not confirmed. The sagital saw attachment was evaluated and unit functions as designed. The attachment meets manufacturing specifications. (B)(4).

Event description:
This is report 1 of 1 for the complaint (B)(4).